Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the stent graft implant at an unknown time had migrated resulting in a type I endoleak. The physician elected to remove the device from the patient and surgically convert the patient to a conventional stent graft. The explanted stent graft had not been received by medtronic. No additional clinical sequelae were reported and the patient is fine.